Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an air bubble in the reservoir. Troubleshooting was performed. The customer refilled the reservoir set properly. Insulin was at the proper room temperature. The customer¿s blood glucose was 333 mg/dl. The product will not be returned for analysis.